Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following the spaceoar vue placement procedure and fiducial markers placement, the radiation oncologist expressed concerns about the potential presence of hydrogel within the prostate or rectum. The patient exhibited urinary symptoms and experienced difficulty urinating before the implant; therefore, these issues were not associated with the spaceoar vue placement. The images were further reviewed, and a complete rectal wall infiltration was not observed. However, there was still the suspicion of it.